Manufacturer narrative:
The investigation into the reported "delivery issues" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated and it was determined that the cause of the delivery issues was most likely patient condition related, specifically the patient's tortuous vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old patient was scheduled for impella 5.5 implant. The team attempted wireless delivery and backloading on the amplatz wire only to kink the pump. The 5.5 was replaced without any harm or injury and support was initiated.